Event description:
Two discordant high results for troponin I (ctni) were obtained on a dimension xpand instrument. Initial results were high (positive). They were reported to the physicians who questioned the results. The same samples were rerun on another dimension xpand instrument in the same laboratory and normal (negative) results were obtained. Corrected reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant high ctni results was due to the bio-film contamination of the chemistry wash fluidics system. The fse decontaminated the system. The instrument is performing within specifications. Further evaluation of the device is not required.